Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed high out-of-range shock lead impedance measurement greater than 200 ohms. A setscrew issue was suspected, however, was not confirmed through x-ray and fluoroscopy. The daily measurements showed an abrupt rise in shock impedance measurements. Other measurements were stable. Boston scientific technical services (ts) provided troubleshooting options. Additional information indicated that the connections were checked and were found secured. The lead was also tested on a pacing system analyzer (psa) and the measurements obtained were normal. The physician decided to explant and replace the rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--